Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection, sepsis and implantable pulse generator (ipg) erosion approximately two months after ipg system implant. The ipg system was explanted and replaced by a leadless ipg. No further patient complications have been reported as a result of this event.